Manufacturer narrative:
This product is not marketed in the us. Lens was returned dry with residue in a micro-centrifuge vial. Visual inspection found tears in haptics. (B)(4).

Event description:
The reporter indicated that a vticm5_12.6, -9.50/+2/028 (sphere/cylinder/axis) , implantable collamer lens was received damage and broken on one side. There was no patient contact.